Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (shadow in image).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd module shadow in image. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd module. In addition, our technician confirmed, that the insertion flexible tube buckled, the operation channel (primary) leak, the objective lens scratched, the distal body worn out, the operation channel (primary) kink and the suction channel kink. However, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.